Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a bipap device's sound abatement foam. Additional information was received that the patient is also alleging sore throat and congestion while using the device. Patient also alleged visualization of particles in the device. Patient also provided underlying health conditions and an email address. The previous report was also filed as an initial/final, however the manufacturer's investigation is now ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.